Event description:
Note: this event, as reported, did not reflect an MDR reportable scenario; however, evaluation of the returned device revealed an MDR-reportable malfunction. This manufacturer report is being submitted based on the eval results. It was reported to boston scientific corporation that an amplatz super stiff guidewire was being used during a cystoscopy and transurethral resection of a bladder tumor with bilateral ureteral stent placement on a (B)(6) male pt. During the procedure, the amplatz super stiff guidewire split. The physician removed the guidewire from the pt and used a different guidewire to complete the procedure with no complications to the pt. The pt was reported to be in "stable" condition. Follow up information provided by the physician reported the device got caught on an unspecified device, requiring the nurse to use some force to remove it. This caused the device to uncoil but it did not break. There was no injury to the pt. The physician stated it was an insignificant event.

Manufacturer narrative:
Bsc response: the complaint device was received by the MFR on 03jun2009. The device analysis of the complaint product showed that the coil wire was severely unraveled and in two separate pieces. A review of the mfg records show all in-process and final release testing were performed in accordance with the appropriate procedures. No evidence of a mfg related, potential cause for this type of event was found. Our conclusion based on the returned complaint product eval indicates that the core wire fracture is as a result of a tensile overload and the coil wire fracture is a result of a twist or torsional overload. The most probable root cause is operational context. (B)(4).